Event description:
This has happened before. Dexcom g7 sensor (the part that is inserted into the body - not the already recalled handheld unit) has serious manufacturing errors in at least one lot. I have had multiple sensor failures due to the sensor being injected too shallowly or not at all. If it is too shallow I have observed variations in the blood glucose readings that are not possible such as rises and drops of 100 - 200 mg/dl in a five minute period. Many times as a repeated pattern of peaks and valleys over 30min - 1 hour time frame with spans off as much as 150 mg/dl. On thursday, (B)(6) 2025 - I had one such sensor inserted and began to observe the peaks and valleys. After a time of this I has a low blood glucose alert the dexcom said my bg was 40. This did not feel right so I did a finger stick. It was 68. After eating some food to prevent a serious low the dexcom continued to read in the 40's for some time and eventually read in the 60's. The finger stick at that time indicated that my bg was 98. About 2 hours later, the dexcom read in the 250's then suddenly read high (above 400) and just as suddenly dropped to a reading of 158. The finger stick read 527. (Note that the times will be off on the bg finger stick meter because I have not changed it for the seasonal time change.) After this I removed the sensor - it was 1/3 to 1/2 the length it should have been. (Approx 2mm instead of 4mm or so that I normally observe) and replaced it with another dexcom g7. It paired with my phone but failed to begin the calibration process. I made 2 further attempts to calibrate it. Both failed. I removed the sensor and inspected it. The sensor - the part that is designed to bt injected into and remain in the skin was a loop and had not been injected or had been removed with the guide needle had been removed. Pt code: 4582. Device codes: 1535, 2440. Reference report# mw5171924.